Manufacturer narrative:
E1: phone number: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for a procedure involving angioplasty of the superficial femoral artery, a hole was noted in a cxi support catheter. Reportedly, as the catheter was flushed, fluid was noted to come out of a hole near the tip of the catheter. The device, which was not used, was discarded. The patient did not require any additional procedures or experience any adverse effects due to this event.

Event description:
Additional information was received 15apr2026. A wire was used to pass through the disease and a cxi catheter was used to successfully complete the procedure.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.